Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient present with high impedance one month after being implanted. Shortly after seeing high impedance, the impedance resolved but came back as high again several months later. X-rays were taken and received for review. It was noted that the lead pin was seen past the end of the connector block during implant and the setscrew clicked when tightening. The patient has not had any recent trauma and is clinically stable. Ap chest and lateral neck x-rays were reviewed. Generator placement was observed to be according to labeling. Complete pin insertion could not be assessed due to the quality of the image. The entire portion of the lead was visualized, and a strain relief loop and two tie-downs were seen, both placed according to labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.